Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow up. The atrial lead exhibited noise. The noise was reproducible with isometrics. No intervention was reported.